Event description:
I had lasik eye surgery in 2004 through a (B)(6) doctor, dr. (B)(6) located in (B)(6). I was referred to (B)(6) and dr. (B)(6) by my husband's insurance (B)(6). In 2016, I noticed, while driving that lights (street lights, car lights) were distorted in my right eye my vision had also declined in both eyes. I knew I would need glasses. However, after having my eyes examined by several ophthalmologists, it was determined that I have post- lasik corneal ectasia in my right eye. I wear glasses now, which helps my left eye but doesn't do much to improve the vision in my right eye. Basically, the vision in my right eye is what it is and will never get better. The fine print on the contract I signed before having lasik said while there is the possibility lasik surgery can damage your eye the chances of this happening are very minute and the doctor boasted of giving a well-known comedian lasik eye surgery and how great his vision was afterward. I don't know if it is required by law that a doctor who confirms their patient has post-lasik corneal ectasia. Reports it. In my opinion, one patient getting post- lasik corneal ectasia is one too many. This has affected my life. It has been extremely frustrating and depressing to deal with. I live with the daily fear that I will get post- lasik corneal ectasia in my left eye. This has affected my personal life and trying to work in positions that would require driving. In my opinion, this surgery needs to be stopped!